Manufacturer narrative:
Patient's identifier, age, weight, date of event were not provided. If the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not applicable since the product was not returned. If product returns, analysis will be completed and a supplemental report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced lack of primary stability.

Manufacturer narrative:
Follow-up submitted to report device evaluation.